Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced without resolve. The tank was replaced and system was vented without resolve. Additionally, an unknown system notice was received indicating that the balloon was not sufficiently inflated. The coaxial umbilical cable was replaced again without resolve, and the console was rebooted again without resolve. A field service visit took place on a later date, and the console was serviced as appropriate. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event. On (B)(6) 2017 additional information reported that test injections were performed and the inflation issue was not reproduced.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed the 50011-system notice ¿the refrigerant delivery path is obstructed¿. Twelve applications were performed with two different catheters. The product issue reported (system notice 50011) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.